Manufacturer narrative:
No 510k # submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6): asr revision- acetabular component has unestablished after surgery. Please note that this is the same issue as the customer with (B)(6): event happened after surgery. Acetabular component (cups) has been unstabilised after surgery - hip revision after the primary surgery. We marked that this might be adverse event, but it is on you to evaluate the event after I will let you know additional data. Full dob of patient not given just year of birth. The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
Examination of the returned devices was not possible as they were not returned. Review of provided patient x-rays by depuy international finds it is not possible to comment on stem fixation or bone resorbtion due to the quality of the x-ray. Leg length discrepancy and offset cannot be defined as the x-ray only shows implant side of the pelvis. Review of device history records finds no manufacturing defects or anomalies. The investigation can draw no conclusions with the information provided. However, it is known the asr platform was recalled in august 2010, this following a hhe (health hazard evaluation) see attached. Further analysis will be documented on CAPA (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision- acetabular component has unstabilised after surgery. Please note that this is the same issue as the customer with (B)(4).: (B)(4). Event happened after surgery. Acetabular component (cups) has been unstabilised after surgery - hip revision after the primary surgery. We marked that this might be adverse event, but it is on you to evaluate the event after I will let you know additional data. Full dob of patient not given just year of birth. Claimsuite ref number : (B)(4). 1st revision - primary surgery date (B)(6) 2006 taken from xrays attached. (B)(4) for 2nd revision. Update: cross ref for 2nd rev and further product added (fem imp) as per update email 29 june 2012. Update received 3rd october 2014. Surgery date amended. Taper sleeve added. Status changed to "legal". This is a bilateral patient. Non-asr products used on right hip. This is the first of two revisions - (B)(4) for second revision of this hip.

Event description:
Asr revision - acetabular component has unstabilized after surgery.